Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. It was reported that the guide wire interacted with the patient¿s moderately calcified, moderately tortuous, and 80% stenosed lesion during use, resulting in the failure to advance and difficulty during removal. Additionally, it was noted after removal that the wire had peeled. It is likely that manipulation of the wire, when resistance was met, contributed to the reported peeled/delaminated. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat an 80% de novo lesion in the left anterior descending (lad) artery with moderate calcification and moderate tortuosity. After pre-dilatation, the ht bmw universal ii 190cm guide wire (gw) was attempted to be advanced to the target lesion; however, the gw failed to cross due to the anatomy. Therefore, the gw was removed from the patient with resistance against the anatomy and segments of the polymer coating were noted to have peeled, but remained attached to gw. Another gw was used to continue the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.